Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The reported issue was confirmed. Inspection found a minor bend on the sheath near the handle boot. The distal end of the needle was inspected under a microscope and found biomaterial on the needle which was consistent with use. The stylet, handle lock, gray stopper, sheath adjuster, screw, and connecting slider functioned smoothly. Upon further inspection, the handle was pushed and the needle could be extended but would not retract when the handle was pulled into lock position. The sheath had no damage but would not stay in place when it was pushed or pulled at the handle boot and the needle fully protrudes. A review of the device history record found no deviations that could have caused or contributed to the sheath not locking. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the observed failure is a known phenomenon likely resulting from not having the sheath adjuster screw locked into place securely. This could allow the sheath to move unintentionally. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "confirm that the sheath is in the most proximal position and that the sheath adjuster knob is securely tightened." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the sheath moved when the doctor advanced the needle when the sheath was locked. This occurred during a diagnostic endobronchial ultrasound procedure. The procedure was completed using another similar device. There was no effect on the patient due to the event.